Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and no picture was received for further investigation. Investigation results: as no returned sample and relevant picture was received, further investigation was not possible. There are some possibilities that can cause the product to flow slower than nominal time, such as one or combination factors of more than one as below: factor 1: crystallization / precipitation: the crystallization / precipitation of drug will affect the flow rate of the sample. The crystallization / precipitation will cause the partial blockage on the path of the solution. Hence, the flow of the solution will become slower. There are some drugs (e.g. 5fu, cefepime) which tend to crystallize / precipitate at some special conditions. The risk of crystallization is given by the drug itself. Some functions of the pump (filter, microbore, glass tube) may be affected when forming high amount of crystallize particle from drug. Factor 2: temperature: the temperature of the surrounding will affect the flow rate of the sample. For every decrease of 1°c, the flow rate of the sample will decrease by approximately 3%. For example, if the flow restrictor of the product reaches the temperature of 25°c, the flow rate of the sample will decrease by approximately 18% which means the flow rate will decrease from 10ml/hr to 8.2ml/hr, for article 4540008. Factor 3: improper pump preparation: if the pump is intended for storage at refrigerator or freezer, the pump need to be stabilized for certain hours after taken out from cold storage condition. It is to ensure the pump to reach room temperature before starting the infusion to prevent slow flow rate. For article 4540008, it is needed to be stabilized for 6 hours if taken out from refrigerator and 10 hours if taken out from the freezer. Factor 4: high viscosity drug or diluent: easypump® flow rates are calculated on the basic of using 0.9% nacl. Using dextrose (d5w) as diluent or addition of any drug of a higher viscosity than normal saline will slow down the flow rate (e.g. By 10% in case of dextrose, d5w). Factor 5: improper drug preparation: improper drug preparation will have effect on the flow rate and affect the infusion time. Factor 6: improper priming: the line of the pump should not be primed if it is intended to be stored in freezer. Conclusion: as no complaint sample was received, further investigation was not possible. Therefore, this complaint is considered as not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission # k081905.

Event description:
As reported by the user facility: partial infusion of the drug- since starting her treatment of cefepime 6g/240ml/24h antibiotics, she has between 40ml and 70ml remaining in two infusion pumps, but often there is 70ml (they weigh them systematically). She says she is losing far too much antibiotic, almost 1g to 1.125g per infusion. No patient injury reported.